Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, not provided. E1: telephone number: requested, not provided. E2: health professional: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at 14:50 on (B)(6) 2024, the patient underwent coronary stent operation due to acute myocardial infarction. The puncture site was the right common femoral artery, an angio-seal and 6f vascular sheath was used. After the suture and plug tube were released, the product became stuck in the femoral artery, therefore they were unable to advance and retrieve the device. Then the green plug pressure tube was cut to remove angio-seal to continue to complete the operation. The issue caused failure to stop bleeding, which increased of procedure time and patients' pain. The status of patient is now good.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The tubing was found to have been cut, as the carrier tube, hemostasis sheath, and tamper tube were all found to have been cut. The anchor and collagen were also not returned with the device. The carrier tube hub was opened to further inspect the suture, and the component was found to have been undeployed. Functional testing was performed by attempting to deploy the component. Although the suture was broken during deployment testing, the component was able to be fully unspooled and fully deployed. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been insufficient force during device retraction resulting in incomplete device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).